Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel separated and the device housing broke open, though the device continued to function when kept in its case; the issue was associated with a loss of or failure to bond in the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with bonding failure at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.